Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to fields d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the forceps plug nozzle was scraped off due to friction with the shaft of the cleaning brush. The basis for this speculation is as follows: when performing a procedure, a forceps plug is attached, so the treatment tools are less likely to come into contact with the forceps plug connector. During reprocessing, the forceps plug is removed, which may cause friction with the cleaning brush shaft. The event can be detected by following the instructions for use: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the bronchovideoscope forceps channel port was shaved. There were no reports of patient involvement.